Manufacturer narrative:
All of the buttons functioned properly however; moisture damage was found on the keypad traces. No button error alarm during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was attempting to prime the tubing and no insulin would go through the tubing and no alarm occurred. Customer was advised to check alarm history and it was noted the device had alarmed button error. Customer stated the button error alarm occurred while he was sitting on the chair and playing on the computer. Customer pushed the down button and the device didn't respond. Customer's blood glucose was 120 mg/dl. Customer stated he had the device in his pocket when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.